Event description:
The customer reported that the system shuts down in the middle of a study and they have to reboot the system. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation ups was evaluated and replaced. The system was tested and found to be working as intended and returned to service.